Event description:
The clinician reported they had an incident where a piece of blue plastic was "shaved" off the catheter and went into the pt. They reported this happened with two catheters in the same pt. More information has been requested.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.